Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the returned device matches with upn and lot provided by the customer. The device has a kink at the distal section approximately at 1.2 cm from the distal tip while in the neutral position. Ring 2 seals are compromised; there is dried body fluid on the edge of the electrode and the adhesive was found broken. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The right and left curves are placed in the template shaded areas, the device passed the dimensional test. However, both curves have an irregular shape due to the kink at the distal section. Bent center support was observed under x-ray in the same location of the kink at the distal section. Distal end was dissected and was confirmed bent center support. A steering wire partially detached from the center support due to broken solder joint was also observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4)

Event description:
Reportable based on device analysis completed on 25-june-2018. Same case as: 2134265-2018-06273, 2134265-2018-06272. It was reported that the steering control of the catheter tip broke. A 7-110-2.5-8-8 std blazer prime¿ xp ablation catheter was selected for an atrial flutter ablation procedure. However, during the procedure, the steering control of the tip broke. The procedure was completed with the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a body fluid ingress within the distal end and a lifted ring electrode.